Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: this event was reported by the distributor. The healthcare facility where the event occurred is: (B)(6). Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however the device has not yet been returned for analysis. Device history records review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Risk review: a risk review was completed and confirmed that the event of balloon burst was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a procedure performed on an unknown date. During the procedure, the balloon ruptured. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: this event was reported by the distributor. The healthcare facility where the event occurred is: (B)(6) japan. Phone number: (B)(6). Fax number: (B)(6). Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a procedure performed on an unknown date. During the procedure, the balloon ruptured. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.